Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the remote smart service was offline, a drawer had failed. A field service engineer (tss) confirmed that machine working, however there is duplicate ip. The device is currently showing offline on rss. Fse informed to information technology (it) to check the duplicate ID. It changed the ip address successfully. Fse confirmed that station back online on rss issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power. The customer mentioned that the station was stuck on windows carefusion screen. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.